Manufacturer narrative:
S/w 2.8b. On (B)(6) 2019 customer alleged the pump having a32, e22 alarms. Unit received alarming e22 followed by an a32 alarm. Unable to perform operating currents, self test, a21 error test, and displacement test and download pump history using thds due to a32 and e22 alarm. Swapping out test boards confirms e22 followed by an a32 alarm, problem isolated to mother board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: cracked reservoir tube lip, scratched reservoir tube window, stained end cap sticker, stained address/serial number label. Unit received alarming e22 followed by an a32 alarm, problem isolated to mother board confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump repeatedly received new software release detected alarm and failure of flash memory. The customer's blood glucose level was 112 mg/dl at the time of incident. The insulin pump will be returned for analysis.